Manufacturer narrative:
The reported event of insulation anomaly was confirmed. A partial lead with the connector portion measuring 16.7 cm was returned for analysis. External insulation abrasion was noted at 4.5 - 4.6 cm and 11.1 - 11.4 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of an insulation anomaly.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19434. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, the right ventricular lead was stuck in the header of the implantable cardioverter defibrillator despite the set screw being loosened. The lead was removed using a bone cutter. It was also noted that the right atrial lead had externalized conductors due to procedural damage. The right atrial lead was capped and not replaced during procedure on (B)(6) 2020 due to the patient experiencing chronic atrial fibrillation. The patient was stable.